Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 07:21:33. During night drain cycle twenty two, the patient's ultrafiltration reading was 2758ml, indicating the home patient (hp) drained 1858ml more than their maximum programmed fill volume of 1500ml..no additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. If additional relevant information is obtained, then a follow-up MDR will be submitted.